Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicates damaged at implant. Visual summary analysis of the lead indicates stretching. (B)(4)

Event description:
It was reported that the lead was attempted to be implanted but not used because it did not work. A different lead was used to implant. No patient complications have been reported as a result of this event.